Event description:
It was reported to philips that the device displayed a shock equipment malfunction at power up. The customer requested that the device be returned for bench repair. One therapy pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this therapy board. (Updated).

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device displayed a shock equipment malfunction at power up. There as no patient involvement.